Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the shield breaks off from needle. The following information was provided by the initial reporter. The customer stated: "the devices are either breaking, popping off, or falling off."

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® eclipse¿ blood collection needle the shield breaks off from needle. The following information was provided by the initial reporter. The customer stated: "the devices are either breaking, popping off, or falling off." H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples of each reported lot number ((B)(4)) from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2139862, d.4. Medical device expiration date: 2027-05-31, h.4. Device manufacture date: 2022-05-19. D.4. Medical device lot #: 2021314, d.4. Medical device expiration date: 2027-01-31, h.4. Device manufacture date: 2022-01-21. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the cannula broke or pulled out. The following information was provided by the initial reporter. The customer stated: "the devices are either breaking, popping off, or falling off."